Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rapid onset peri-implant fluid on right. Bia-alcl proven on aspirate. Histopathological markers not provided.

Event description:
Physician reported for right side "rapid onset peri-implant fluid", "bia-alcl proven on aspirate". Pathological markers confirming alcl have not been received. The device has been removed and discarded. Treatment: total capsulectomy.